Event description:
Pt was positioned in lift sheet and connected to the lift as required. Pt was cranked up so she cleared the bed. As staff was getting ready to move pt away from bed, the arm suddenly dropped without warning to lowest position. As pt was still over the bed, she fell crossways on top of bed and arm struck pt on left side of abdomen. Staff stated they noted the chain "bunch up" at midpoint on chain track. Pt lift was released from lift arm and lift arm did crank up so it could be removed from above pt.